Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00276, 3007963827-2019-00109, 3007963827-2019-00110, and 0002648920-2019-00277. The medwatch for this product and event was initially sent under 0001822565-2018-04881, which was an incorrect MFR number. (B)(4). Concomitant medical products: articular surface fixed bearing cruciate retaining (cr) left 11 mm height catalog#: 42511000511 lot#: 62413819, natural tibia cemented 5 degree stemmed left size e catalog#: 42532007101 lot#: 63659040, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 63785086, palacos r 1x40 single catalog#: 00111214001 lot#: 87164703. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial left total knee arthroplasty. Subsequently, while descending some steps, the patient heard a clunk from the knee. The patient has experienced swelling for six months and intermittent numbness. No revision procedure has occurred.